Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported material rupture was confirmed. The investigation determined the reported material rupture is related to the patient anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed mildly tortuous mildly calcified lesion in the mid femoral vein. Reportedly, the balloon of a 12x60mm armada 35 ruptured when pressurized to 4 atmospheres. The device was removed with the guiding catheter and the patient outcome was satisfactory. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.